Manufacturer narrative:
Supplemental submitted to include UDI. Device not returned.

Event description:
It was reported that a patient experienced a pressure injury (skin tear on the scapula) from a wraparound kit, size large. According to the customer, the torso pad was not large enough to close in the front of the patient, however otherwise was applied correctly.

Manufacturer narrative:
The customer was provided feedback on properly monitoring the patients skin condition. Device not returned

Event description:
It was reported that a patient experienced a pressure injury (skin tear on the scapula) from a wraparound kit, size large. According to the customer, the torso pad was not large enough to close in the front of the patient, however otherwise was applied correctly.

Event description:
It was reported that a patient experienced a pressure injury (skin tear on the scapula) from a wraparound kit, size large. According to the customer, the torso pad was not large enough to close in the front of the patient, however otherwise was applied correctly.